Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. The device was returned to from an unspecified nursing department with a report of, the pump doesn't work. No tracking information was provided; therefore, specific patient information pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.